Event description:
The casters on the units are bowed out and the system became hard to move. The system did not tip over. No pt was involved in the incident, therefore, there was no pt injury.

Manufacturer narrative:
The hospital rep called hologic and reported that the unit wheels bowed out. Hologic dispatched field engineer who repaired the unit by installing the base support upgrade kit. The unit is back in service.